Event description:
It was reported that post implant the atrial lead exhibited loss of capture, loss of sensing and low lead impedance in both configurations. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.